Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was "no display monitor." There was no reported pt involvement.